Event description:
No power to system, unable to power on. It was reported to philips that the azurion device would not power on. The device was outside of clinical use at the time of the event. No patient harm was reported. A philips engineer visited the site and determined that the led's on the power distribution unit (pdu) were not lit. The pdu was replaced and the system returned to expected functionality.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed the reported issue. Upon onsite investigation it was found that no leds on the power distribution unit (pdu) controller were lit. The fse reseated the fan supply module but the issue remained, so the fse replaced the pdu controller and fan tray assembly, after which the system was returned to use in good working order. The codes were updated based on the investigation outcome. Device problem code was corrected.